Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), migraine ("migraine headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove her essure coils ). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, fatigue, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Company causality comment: this litigation case report refers to a (B)(6) old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including pain/ chronic pelvic pain. She underwent surgery and essure was removed on (B)(6) 2013. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case, limited information was provided for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), migraine ("migraine headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove her essure coils ). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, fatigue, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including pain/ chronic pelvic pain. She underwent surgery and essure was removed on (B)(6) 2013. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case, limited information was provided for the event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.